Manufacturer narrative:
The device was returned for analysis. The reported firing problem was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine the cause of the reported difficulties. The treatment appears to be related to circumstances of the procedure. In this case, based on the reported information and the returned good analysis it is possible an interaction with vessel a pull back during deployment caused the reported issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a starclose se device after a diagnostic procedure using a 6f sheath. Reportedly, the clip was still attached to the device when it was removed from the anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.